Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for parkinson's disease and movement disorders. It was reported that the patient's ins would not turn off using the patient programmer (pp). Initially, the pp showed low pp battery and they replaced them with aaa alkaline lro3 batteries. It was recommended to get regular alkaline batteries and to see if that resolved the issue. No patient symptoms or further complications were reported as a result of this event.